Event description:
A surgeon reported a pt experienced a capsular bag tear during intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested via phone on 10/08/2008 and 10/13/2008 and via fax and mail on 10/13/2008. This report was mailed to FDA on: 10/15/2008.